Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a high blood glucose level of 420 mg/dl and the site and infusion set was disconnected. The customer had changed the infusion set and had no issues. The customer stated the quick release was not connecting correctly. They declined troubleshooting. Their current blood glucose level was 92 mg/dl. The device will not be returned for analysis.